Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and during troubleshooting the pump was functioning as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.